Manufacturer narrative:
(B)(4). Batch # na. The handpiece was received disassembled with the nose cone and the transducer assembly detached from the handpiece. The nose cone and the transducer assembly were returned with the device. Upon visual inspection it was observed that the nose cone was cracked. No functional testing could be done due to the condition of the returned device. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. A ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the generator has not recognized the handpiece. Another handpiece was used to complete the case. No patient consequences